Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer's investigation, it is likely the cable was stressed unexpectedly and the cable unit was broken, resulting in no image. The issue was likely attributed to user handling. The device's instructions for use states the following: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable."

Event description:
The intended procedure was completed. The suspect device was not used to complete the procedure.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty cable unit.

Event description:
A user facility reported to olympus that no video image was produced. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.